Event description:
Lot n20002300 179a03, exp. [Redacted date] swab found with mold growing inside. Still fully wrapped. Swab currently in [redacted name] office in src ed. Manufacturer response for universal viral transport (uvt) system, universal viral transport (uvt) system (per site reporter) reached out to [redacted name] at bd.